Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3986a70, lot# n286853, implanted: (B)(6) 2013, product type: lead. Product ID: 3986a70, lot# n373713, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the recharger was not charging. The implantable neurostimulator (ins) was not working. The recharger had been plugged in but the screen was blank and would not turn on. The green light on the desktop charger was lit. The connector pin looked fine. The recharger would not charge from the desktop charger. There was no indication of patient harm. The patient had noticed this on the morning of the date of this report. The patient was told to call and get a new recharger and if she got one then she is good. The patient had not had concerns with their device or therapy, she had received assistance from her manufacturing representative and the concerns were resolved. Upon device return, analysis found the complaint was unverified.